Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the reprocessing is being implemented as per IFU. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device evaluation found that, due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to a crack on the suction connector, water tightness was lost. The plastic distal end cover had a scratch. Adhesives around the light guide lens had a white-clouded area. The objective lens had a scratch. The adhesive around the objective lens was peeled. The suction connector had a crack. The connecting tube had a scratch. The universal cord had a wrinkle. The paint on the air/water cylinder was peeled. The paint on the suction cylinder was peeled. The water detection sticker 1a, dots were smudged and connected. The adhesive on the bending section cover had a crack and a chip. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The image guide protector had a scratch. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air and wiped or brushed the air/water nozzle. There were no abnormalities in the accessories used during reprocessing. The device was wiped, and the air and water nozzles were brushed with lint-free cloths, brushes, or sponges. The air and water nozzles were flushed with a detergent solution, and found no concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.